Event description:
Nellcor puritan bennett received a report of collapsing issues on a endotracheal tube. The tube was inserted and upon insertion collapsed. The patient was re-intubated. The caller also states that they are not sure if the tube was manufactured by tycohealthcare or another manufacturer that they use.